Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer experienced a high blood glucose (bg) level that was displayed as "high", although a specific value was not provided. Customer addressed their bg with a correction bolus via pump.